Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant the right ventricular (rv) lead exhibited high and rising thresholds and possible loss of capture. The rv lead was revised, reprogrammed and remains in use. No patient complications have been reported as a result of this event.